Event description:
It is reported that the pt underwent a closed reduction due to dislocation.

Manufacturer narrative:
Eval summary: emergency room notes were provided which state that the pt was bending to tie her shoe when she felt a pop in her hip. The dislocation was easily reduced under anesthesia. Exact postoperative precautions given to the pt at the time of primary tha surgery are unk. It is likely that the pt's movement as she bent to tie her shoe was not recommended and caused the dislocation. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should add'l substantive info be received, the complaint will be reopened.